Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 15 minutes: 38 mg/dl (patient's meter), 485 mg/dl (hospital's meter), and 465 mg/dl (patient's meter). The patient was in the hospital when the event occurred. She corrected the blood glucose level with the accu-chek performa combo system. It is unknown if the patient received medical treatment.